Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the patient had the catheter placed on the (B)(6), and on the (B)(6) felt a pop and the catheter fell out. It was alleged that the tip had disintegrated.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found an irregular balloon burst. However, a complete evaluation could not be performed, as the returned sample was attached to the parafilm. Thus, the exact cause of the reported problem could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported the patient had the catheter placed on the (B)(6), and on the (B)(6) felt a pop and the catheter fell out. It was alleged that the tip had disintegrated.